Event description:
A report was received that the patient was experiencing pain and soreness at the pocket site. The patient underwent an explant procedure and was doing well post-operatively.

Event description:
A report was received that the patient was experiencing pain and soreness at the pocket site. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and performance tests performed. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation had not been compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and it revealed no anomalies. Device evaluation indicated that the lead photographic imaging tests performed. The lead body had been cleanly cut. Wires were exposed near the paddle. Damage to the lead is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.